Event description:
Part of the blood glucose monitoring device test strip vial label is "rubbed off." Reporter stated not being sure which part of the label was rubbed off however was able to obtain the lot number information from the check key and the part of the label that was readable. Reporter indicated no actions were taken and no treatment was received as a result of the alleged incident. A request was made for the return of the suspect product and replacement product was sent.